Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (204 service code) was confirmed. Upon evaluation, the monitor was unable to complete essential performance testing. The cause of this was multiple shorted components on the ca board. The root cause of the shorted ca board cannot be positively identified. There are no adverse events associated with the monitor malfunction.